Manufacturer narrative:
The customer reported that system locked after the fluidics management system (fms) was installed. The reported event occurred prior to a procedure. The customer was able to resolve the reported event by rebooting the system and completed the surgery. The company service representative examined the system and the reported event was replicated due to a non-conforming solenoid spacer. The solenoid spacer was replaced. The host module was replaced as a preventive measure. The system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. A host module was received. The host module was replaced as a preventive measure; therefore, the host module will not be inspected. Root cause the root cause of the reported event can be attributed to the non-conforming solenoid spacer. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that prior to starting a procedure the system locked after installing the fluid management system (fms). The case was initiated and completed after re-booting the system. There was no patient involvement.